Manufacturer narrative:
This report is submitted on 23 october 2019.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient underwent a skin revision on (B)(6) 2019 and treated with a topical antibiotic and steroid. The implanted device remains.